Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a right atrial (ra) lead the following issues were noted; decreased sensed p wave and dislodgement. The attending physician commented that the event might be due to the tension of the torque during fixation of the lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.